Event description:
On (B)(6) 2009, the pt reported insulin has spilled inside the cartridge chamber of his infusion device. He removed the cartridge and discovered tiny drops of moisture under the piston rod. He said it did not smell like insulin but he is certain that it is insulin from the cartridge. He said he cannot dry out the cartridge chamber as the drops are under the piston rod. He was advised to switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.